Event description:
Reporter alleged blood glucose device generated results without the test strip being dosed with blood or control solution. Customer stated the device generated results of 257, 71, and 411 mg/dl so customer ran an actual glucose test and obtained a reading of 420 mg/dl two minutes after the 71 mg/dl result appeared on the meter. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.